Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Corrective actions included replacing the pump, and the customer was instructed to use multiple daily injections as backup therapy. The caller was informed about placing the pump in storage mode before returning it to tandem and agreed to return the defective pump using a pre-paid label within 10 days.